Event description:
It was reported that physician started to resect a myoma and discovered that it was a type ii myoma and resected only a 1.5 by 1.5 cm portion with the electrode. The pt was in the supine position during the hysteroscopy, after hysteroscopy the pt was placed in trandelenberg position for laparoscopy. The procedure took less than 5 minutes. The intra uterine pressure was 85mm hg. Shortly after the hysteroscope was removed from the cavity, the pt's blood pressure dropped. Air embolism was diagnosed. The pt subsequently had a myocardial infarction, but this did not appear to be related to the embolism event. Pt's condition was reported as being stable.